Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73l2000359 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2022, the clip was found broken during the operation.